Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e105 error was likely due to a light emitting diode unit failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited an e105 error. The issue occurred during maintenance. There was no patient or procedural involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.